Manufacturer narrative:
The DHR file was reviewed indicating that product was released meet all quality standard requirements. Two samples were received at the plant for investigation. A functional inspection was performed the reported issue was not observed. A root cause could not be determined as the reported issue was not confirmed. No corrective actions are deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. We will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the gentri port purple connection on the multi-function port is leaking between the end of purple piece and the blue on feed/med side.